Manufacturer narrative:
The device was not returned for evaluation as the device was discarded at the site. The lot history record review was not possible since the lot number was not reported. Attempts were made to obtain the information without success. Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure related events. (B)(4).

Event description:
Medtronic received information through clinical data review. The patient was reported to have been treated with a mechanical thrombectomy (mt) device for a left m1 / m2 occlusion. Initial thrombolysis in cerebral infarction (tici) was 0. After the first pass of the mt, the left branch of middle cerebral artery (mca) was noticed not to be filling, which was previously visible. A second pass was made with the same mt. Follow up angiography, now demonstrated filling of all branches of the mca proximally with a distal sub-occlusive clot within the anterior division of the left mca, and distal posterior division clot that was present on pre-intervention imaging. There was also a fragment clot within the distal callosomarginal artery on the left and small ipsilateral distal anterior cerebral artery (aca) fragmentary occlusion. Per the physician, given the size and location, this is unlikely to be of significant clinical concern. The risks of attempts to extracting would out weight the benefits. The final images revealed tici 2b, evidence of vessel spasm and an aneurysm in the left a1 segment. No other complications were reported.

Manufacturer narrative:
Received the device model and lot numbers. Procedure evaluation, expiration date - updated code the lot history record review showed no discrepancies that might have contributed to the reported experience.